Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular pacing lead exhibited high threshold measurements. The lead was found to have dislodged. The pocket was reopened and the lead was successfully repositioned. One day after the lead revision, high threshold measurements were again observed. It was suspected that the lead had dislodged again and another revision procedure was planned. No adverse patient effects were reported. The available information suggests this lead remains in service. Should additional information become available, this report will be updated.